Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 02/jun/2026 against "lot number" "6008384" and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6008384 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 02/jun/2026 against "lot number" "6008384" and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The count of complaint is 7. The complaint numbers are (B)(4). Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other five records were not applicable to this investigation. Device history record (DHR) review: the lot 6008384 was manufactured according to work instruction (wi) version 82 and manufactured in the multivac 12, on 30-jul-2024, with a total of (B)(4) units. The assembly, lot 4g03698 was manufactured according to the wi version 27 and manufactured in the quickset line, on 30-jul-2024, with a total of (B)(4) units. The assembly, lot 4g03699 was manufactured according to the wi version 27 and manufactured in the quickset line, on 30-jul-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4g01712 was manufactured according to the wi version 42 and manufactured in the gluing machine 04-08, on 28-jul-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008384 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose was high for four hours and was treated by insulin pump.